Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Date of birth unknown / not provided. Weight unknown / not provided. Brand name unknown / not provided. Device product code unknown / not provided. Catalog number and lot number unknown / not provided. PMA/510(k) number unknown / not provided.

Event description:
It was reported that there was atrophy of the lower jaw. The implant was removed and the site was augmented.